Event description:
It was reported that a spectrum infusion pump was delivering low volume during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of delivery volume low during testing was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log (ehl) revealed occurrences of infusions with no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. The pressure plate will be adjusted as a precautionary measure to address the problem. Should additional relevant information become available, a supplemental report will be submitted.